Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11125, 11180. The pt received two leads with the same lot number. It was reported the pt was experiencing a burning sensation at the ipg site during charging. The pt reported the sensation was painful. The pt stated he wanted the device removed. Follow up identified the pt reported the pain sensation at the ipg site was present at all times. The pt reported he had stopped using the system a few months ago. In addition, the pt reported the system was not covering his pain. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.